Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. Reportedly, the cause of the high bg was a kinked cannula on a non-tandem infusion set. The infusion set brand and manufacture was not provided. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 4/6/2021 with the issue resolved and no permanent damage.